Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported there was an unknown substance found inside the barrel of a bd integra" 3 ml syringe with detachable needle prior to use. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation results: sample evaluation: one loose 3ml assembled integra syringe with needle was received by bd (B)(4) and reported to be from batch #6242924 (p/n 305270). The sample was visually evaluated. The syringe was found to have embedded fm greater than level 3 in the plunger rod. The plunger rod was identified to be from mold c-260 cavity #27. The size of embedded foreign matter observed is a rejectable condition per product specification. DHR review for batch 6242924 (p/n 305270): manufacturing dates: 09/19/2016 to 09/23/2016. Batch quantity was (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 6242924 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Conclusion: the embedded fm is most likely degraded plastic. This occurs when the resin is exposed to prolonged high temperatures inside the molding machine, such as during start up. Per procedure, after start up, all molded parts are scrapped until no degraded plastic is observed. If this is not performed thoroughly a piece with this condition can get through. This type of defect is cosmetic and does not pose risk to the customer. Bd (B)(4) was able to confirm the customer's indicated failure. Based on the severity assigned to this complaint and the results of the complaint lot history check, CAPA is not required at this time. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.